Event description:
The reporter contacted animas on (B)(6) 2013 reporting that about three weeks ago the patient was admitted to the hospital with blood glucose (bg) of 600mg/dl with vomiting. The reporter stated that the patient was treated with injections and bgs resolved but not to baseline. The reporter stated that the pump was removed at the time of admission and discontinued at this time. The reporter stated he is unsure why the patient's blood glucose was high, the hospital discontinued pump therapy, and have not had bg's controlled as well as insulin pump therapy. The reporter stated that the patient went to rehab for two weeks and is presently home. The reporter stated that the patient also had an infection which led to her two week stay. The reporter stated that the patient has alzheimer's disease. Customer support (cs) attempted to reach the patient's healthcare professional (hcp) per request of the reporter to assist with confirmation that the pump can be locked for safety due to the patient having alzheimer's disease. The reporter called back and stated that he is going to call hcp and discuss resuming pump. The reporter cannot look at basals at this time to determine basal programs. The reporter and cs do not believe related to issue but the patient is newly diagnosed with alzheimer's and could have changed settings. This report is being made due to the patient's alleged hyperglycemic event that resulted from the patient being unaware that they may have changed settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient is unaware that they may have changed settings).